Manufacturer narrative:
The device was not returned for analysis as it was discarded at the site. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. Vessel spasm and vessel perforation are known inherent risk of endovascular procedure and are documented in the navien instruction for use. Same event as reported in MDR MFR: 2029214-2016-00308.

Event description:
Medtronic received information that during the mechanical thrombectomy intervention, the patient experienced vasospasm in the left internal carotid artery (ica), an iatrogenic left carotid-cavernous fistula (ccf), and an iatrogenic diffuse subarachnoid hemorrhage (sah). The patient was reported to have significant tortuosity and atherosclerotic disease of the ica. The spasms were treated with 5mg milrinone. The iatrogenic left carotid-cavernous fistula (ccf) did not require immediate treatment. Both of these events were reported to have been caused by the navien catheter. The solitaire sfr2-4-40 was used for 4 passes on m1 of left middle cerebral artery (lmca). At the completion of the intervention, the angiogram revealed near complete reperfusion with thrombolysis in cerebral infarction (tici) 2b. Post procedure imaging revealed subarachnoid hemorrhage (sah), intraventricular hemorrhage (ivh), and stable mild hydrocephalus. Patient experienced neurological decline one day post procedure with nih stroke scale progression to 17 from 11 prior to procedure. No surgical intervention was needed for the sah. Twelve days post procedure, the patient had a coil embolization of the ccf.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.